Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a broken molded insulator on one of the grips resulting on a grip tip detached intact from its base and conductor wire was found to be broken as well. Grip tip detached was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument had a broken tip. There was no report of patient involvement or patient injury.